Event description:
It was reported in the service report that the head end lift was not functioning and the outer cover for the power cord was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: headend lift motor.